Event description:
The customer reported that they received an erroneous result for one patient sample tested for tina-quant d-dimer (d-dimer). The customer did not know the actual date that this event occurred. The sample initially resulted as 0.65 ug feu/ml. The sample was repeated three additional times, resulting as 0.88 ug feu/ml, 0.86 ug feu/ml, and 0.86 ug feu/ml. The repeat result was believed to be correct. The patient was not adversely affected by the event. The lot number and expiration date of the d-dimer reagent were not provided. The customer declined a service visit. A specific root cause could not be determined based on limited data provided by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.